Event description:
Additional information received indicates that the patient had received inappropriate shocks.

Event description:
It was reported that externalized conductors were observed when a patient presented in the operating room for generator change-out. Patient was asymptomatic. No electrical anomalies were detected. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: externalized conductors due to internal insulation abrasion were noted at 8.0-11.5cm from the distal tip. Internal insulation abrasion was noted at 25.5-25.7cm, 28.2-29.9cm, and 43.8-44.4cm from the distal tip. The etfe coating was intact at these locations.